Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
It was reported by the sales rep that during use of the intraclude aortic device, icf100, the balloon could not be placed. " it either occluded the innominate artery or set too close to the aortic valve and interfered with mvr repair. The surgeon positioned the icf100 numerous times 146 min of clamp time before he resorted to the chit wood clamp to finish the procedure." A femoral arterial dissection was noted at the "conclusion of the case. Intervention wasn't required because patient had good pedal pulse and we had already reversed to ante grade flow. The CT scan and visual inspection revealed clean vessels. The patient is (B)(6) male." The lot number is unknown"

Manufacturer narrative:
Evaluation: the icf100 catheter was visually inspected and a kink and buckle marks was found. Chatter mark was observed. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be acceptable. The reported occlusion difficulty and arterial dissection can have multiple possible root causes. It is unlikely that a manufacturing defect contributed to the occlusion difficulty and arterial dissection. The returned device was evaluated and no manufacturing non conformances were found with it. The guide wire used in the case was not returned for evaluation. The review of the complaint and clinical notes does not indicate that a clinical error lead to this issue. The root cause of the occlusion difficulty and arterial dissection is indeterminable. The need for corrective action was assessed and no corrective actions are required at this time. The instructions for use address the risk of a dissection in our warning and precautions and appropriately instruct the user. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
Additional clarification into the adverse event and product evaluation. Evaluation: the icf100 catheter was visually inspected and a kink was found. A buckle mark was found on the strain relief. Wear marks were also observed. The balloon was inflated properly and was able to maintained inflation for over two hours with no defects observed. Er23 cannula was visually inspected and no defects were found on the cannula . No product malfunction reported. Returned product was conforming. Returned product displayed normal damage which occurred during use. There are no previous capas, scars, ncrs or fcas related to this complaint. Returned product exhibits no manufacturing defect. The adverse event and difficulty with use cannot be attributed to any design or manufacturing deficiencies with the device. No corrective action is required at this time. Trends for this type of event will be monitored for future corrective action. Adverse event associated with the intraclude aortic occlusion device: there was no allegation of a product malfunction in this event, only a vascular injury at the end of the case. Vascular injury is a known potential harm during cardiac surgery and with the use of the intraclude device and in conjunction with the endoreturn arterial cannula. The hospital reported the injury on the intraclude aortic device. At this time, there is no allegation that the surgeon did not follow the instructions for use. This is strictly an known adverse event that may occur during this surgical approach. The IFU states, ¿the following complications may occur during or following use of the endoreturn arterial cannula, 19 fr arterial cannula, or catheter introducer sheath: injury to vessel and/or aorta, including perforation¿ the instructions for use give guidance around device placement and the following warnings: warning: do not advance if resistance is felt. Inability to easily advance the guidewire or the cannula may indicate vascular disease or injury. Closely examine the device position within the artery using fluoroscopy and/ or transesophageal echocardiography (tee) prior to proceeding. Advance the guidewire. Use fluoroscopy and/or tee as necessary during advancement and positioning. Maintain guidewire position while advancing the cannula/ introducer assembly into the artery warning: failure to properly advance the introducer/ cannula or introducer/sheath over a previously advanced guidewire may result in vessel perforation and/or dissection. In the training materials there is specific guidance to imaging in regards to navigating the anatomy to prevent injuries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.